Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a device infection. No actions were taken but the event resulted in an in-patient hospitalization. Examination resulted in a fever on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. Symptoms included a fever since (B)(6) 2019 and cervical pain. The event remains ongoing. No further complications were reported/anticipated.